Event description:
According to the reporter: roux en y gastric bypass, the device did not working properly. During suturing smaller stomach directly to the middle portion of the small intestine (jejunum), the needle kept falling from endostitch in the cavity. The surgical time was extended by more than 30 minutes due to the product problem. Used normal suturing technique in order to complete the case, no injury to patient. Patient status : alive - no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.